Event description:
The manufacturer received information regarding a dreamstation auto CPAP. The reporter alleged something was burning inside the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to product investigation laboratory (pil) and evaluated. Evaluation results able to confirm the complaint. The manufacturer is submitting a final report at this time. If any additional information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.